Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an occlusion alert attributed to bent tubing, and during supply replacement the tubing was not tightened, resulting in insulin spray and the need to change the cartridge and complete a rewind with assistance; the infusion set used was an inset 23" 6 mm, and the issue resolved after the user replaced the infusion site. Symptoms included hyperglycemia with a reported high of 356 mg/dl for approximately three hours with alerts above 300 mg/dl for over 90 minutes, and a separate episode of hypoglycemia to 58 mg/dl that was corrected with oral glucose. Outcomes included transient high and low glucose without medical intervention, without ketone testing, and without hospitalization or emergency care. Investigation included troubleshooting and education with the user regarding supply change, site replacement, and proper connection to prevent occlusion and leakage. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion and improper connection leading to insulin leakage, which resolved after infusion set and site change. It was concluded, based on previously established findings for similar reports, that user technique and infusion set issues were the most likely causes.